Manufacturer narrative:
Age of device- 2 years and 3 months. It is unknown if the device was explanted from the patient after expiration; however, it was reported that the device would not be available to be returned to the manufacturer for analysis. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was expired on (B)(6) 2018. The patient mistakenly disconnected his percutaneous lead (driveline) causing him to go into cardiogenic shock and eventually death. The device operated as expected until the patient disconnected the driveline himself. The device was not returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event could not be confirmed through this investigation. The account communicated that the patient mistakenly disconnected the driveline, leading to cardiogenic shock and ultimately to the patient's expiration on 24aug2018. According to the account, heartmate ii lvas, serial number (B)(4), operated as expected and will not be returned to abbott for evaluation. The heartmate ii lvas IFU and patient handbook warn that if the driveline disconnects from the system controller, the pump will stop. Promptly reconnect it to resume pump operation. These documents also outline all system controller alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This report captures the patient outcome to the patient disconnecting his driveline which was previously reported under MFR #2916596-2018-03726. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events could not be confirmed through this investigation. Additionally, a direct correlation between the device and the reported events and patient outcome could not be determined. According to the account, heartmate ii lvas operated as expected and will not be returned to abbott for evaluation. The heartmate ii lvas IFU and patient handbook warn that if the driveline disconnects from the system controller, the pump will stop. Promptly reconnect it to resume pump operation. These documents also outline all system controller alarms, as well as how to respond to each alarm condition. Device thrombosis stroke, and death as adverse events that may be associated with the use of heartmate ii left ventricular assist system and information regarding how to monitor and respond to such events can be found in the heartmate ii IFU. The IFU also provides information regarding anticoagulation, including the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer reference number: 2916596-2020-00881. Additional information: the patient improperly attached the driveline to the controller with the arrows misaligned. The patient's family called the hospital when the alarms started. Pump parameters showed 0 and no flow. The patient decompensated quickly and required extracorporeal membrane oxygenation (ECMO), impella, and re-intubation. The patient coded during ECMO procedure and developed a hemorrhagic cerebrovascular accident. The patient underwent a computed tomography scan of the brain which showed small punctate focus on hemorrhage to the high left parietal cortex measuring 6 mm. Device thrombosis was also suspected.

Manufacturer narrative:
Section b3 and e4: correction. Section b5, d11, g3, and h6 (patient code): additional information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.